Manufacturer narrative:
Additional suspect medical device component involved in the event: model number/catalog number: sc-2218-50, serial number: (B)(4), batch/lot number: 14286406, model/catalog description: linear st lead kit 50 cm.

Event description:
A report was received that patient was experiencing inadequate stimulation due to high impedances. The patient underwent a lead replacement procedure.